Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer unplugged and re-plugged usb cable into power source. Customer's battery was fully charged. Reportedly, customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.